Event description:
It was reported from (B)(6) that the attachment device did not function when mounted to the device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that the device was blocked and the coupling shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.